Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 133 mg/dl. Reportedly, customer continued to use the existing pump supplies for insulin therapy.